Event description:
It was reported to medtronic minimed that the customer received unexplained and random no delivery. The pump is shooting or squirting insulin out of the infusion set when you prime it, instead of just dripping out buttons are not always responding when first presses them backlight is faint/fading big crack on the back where the clip is and another chip by the reservoir holder. Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-399a, mmt-332a, mmt-1780kpk. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-399a. No product return is required for mmt-332a. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding clear retainer ring recall added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump passed the self-test, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test due to broken reservoir tube lip, missing o ring and missing retainer ring. All buttons function properly. No unexpected no delivery/occlusion alarm noted during testing. ¿successfully downloaded history files and traces using thus. In further full review in the pump history file/ trace and found no unexpected no delivery/occlusion alarm or stuck button error alarm. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the keypad assembly, electronic assembly, motor assembly and force sensor assembly. The j1 connector on pcba 1 was locked properly during visual inspection. The force sensor measurement was within spec range (22.8 mv). The (sc1 cap/test p-cap) locks properly into the reservoir compartment. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o ring, missing retainer ring, faded serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. No delivery/occlusion alarm was not confirmed. Keypad/button unresponsive/button error alarm not confirmed. Back light anomaly not confirmed. Cosmetic damage confirmed at the back of the pump case and reservoir compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.